Event description:
The patient contacted baxter's technical service center regarding feeling overfull, which occurred on the homechoice pro (hcp) during use during dwell 1. The patient stated he did a manual exchange with a fill volume of 1500ml and when he connected to the hcp, it did not drain him and he filled up. The patient stated he felt overfull. The patient stated his exit site dressing was too tight and he loosened it. The technical service representative (tsr) had the patient press stop, down arrow to manual drain, and press enter. The drain volume equaled 4184ml. Draining relieved the symptoms. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 9500ml, a total time of 8:00, a fill volume of 1700ml, a last fill volume of 1000ml, a dextrose setting of same, an initial drain alarm of 0ml, a last manual drain setting of no, and an initial drain volume of 37ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr assisted the patient with ending therapy on the hcp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: baxter product surveillance spoke with the patient's registered nurse (rn) on (B)(4) 2012, regarding the reported increased intra-peritoneal volume (iipv). The rn stated the patient had not made her aware of the events that led to the swap of the cycler, but she was aware the patient received a new cycler. Baxter product surveillance informed the rn that the patient reported a drain volume that met iipv criteria. Baxter product surveillance asked the rn if the patient has reported any other drain volumes or other symptoms that meet iipv criteria, and the rn stated no. The rn stated the patient has been continuing therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any of the patient dialysis products. Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed during device log review. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. Baxter received one concomitant cassette in reference to the increased intra-peritoneal volume (iipv). The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leaks noted. No manufacturing abnormalities were noted during visual inspection. The iipv was not confirmed during concomitant sample evaluation. This issue is being investigated through CAPA.